Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose. His blood glucose was 441 mg/dl at the time of incident. The customer also stated that when he woke up, the whole side of his stomach was wet because insulin was leaking from the quick release of his infusion site. He does not know how this occurred. During infusion set leak troubleshooting, the customer said that the leak occurred at the quick release and he is able to change the infusion set. The customer was advised to return the set for analysis. The insulin pump will not be returning for analysis.